Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when the device was placed on a patient the screen went dark, the user observed it was not functioning and the device did not alarm. The respiratory therapist was present when this occurred. The device was immediately removed from the patient and replaced with another ventilator. There was no patient harm.

Manufacturer narrative:
No patient details/information has been provided.